Event description:
Selectra broke during implant. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the device under complaint was subjected to an extensive analysis. The performance of the product was scrutinized, including a visual and mechanical inspection. During the visual inspection, the selectra bio2-45 was found kinked approx. 11 cm distal of the introducing part. Kinking the selectra bio2-45 requires the presence of mechanical stress. It is reasonable to assume that the deformation of the catheter resulted from mechanical forces applied during the implantation procedure. Further analysis of the selectra bio2-45 did not reveal any irregularity that might have contributed to the reported clinical observation. The inspection of the catheter showed no signs of a slitting procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.